Manufacturer narrative:
The customer reported problem was confirmed. Based on the file review, no further escalation is required per (B)(4) complaint escalations, infusion products global customer support operations. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
(B)(4). Case description: biomed is getting a check IV set error from his 8100 unit. Sn: (B)(4). Failure device type: alaris system instrument. Failure problem type: 8100. Failure mode: troubleshooting/ error codes. Case resolution: biomed replaced the patient side pressure sensor and still getting a check IV set error. Ran analog sensor task and the voltages looked normal. Ran a basic infusion and the unit did not error out. Recommend to run a pm and run basic infusion for about an hour. If pass the unit should be ok. If unit fails it is an intermittent problem and should be sent in for repair. Biomed will pm unit and call back if he needs further assistance.